Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a hyperform balloon was leaking. At the moment of trying to inflate the balloon, it was not successful and when removing it to make an inspection they realized that it is leaking from the hub. That is, liquid was coming out from this area. This is why the balloon had to be replaced, since it was not working properly for this reason. No medical or surgical intervention was needed. The event did not lead to or extent patient hospitalization. No patient injury or symptoms were reported.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the balloon was tested prior to use in the procedure and the leak was not observed during testing. The guidewire was advance about 3cm out of the catheter tip during balloon inflation. The leak occurred at the tip, at the hub junction. The contrast ratio was 50/50. The guidewire tip was shaped by the physician. The balloon was inflated and deflated twice. The injection rate was slow and steady. A 1cc syringe was used.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a hyperform occlusion balloon catheter was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within a sealed biohazard bag. Visual inspection/damage location details: no damages or irregularities were found with the hyperform hub. No bends or kinks were found with the hyperform catheter body. Upon visual inspection, no damages or irregularities were found with the hyperform balloon/distal tip. Testing/analysis (including sem reports): a mandrel was inserted into the distal tip in order to test the balloon inflation. The balloon was inflated; however, there appeared to be a leak at the strain relief. The mandrel was then removed. The balloon catheter was flushed, and water leaked at the inner strain relief and from the distal tip. The outer strain relief was then removed. The inner strain relief was removed by scoring the od (outer diameter) surface of the tubing material. The balloon catheter was re-flushed, and water leaked distal to the hub. Upon examination, the balloon catheter shaft was found to be partially cut at the location of the leak. The surface of separated end appeared to be smooth and rigid. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿balloon leak¿ was unable to be confirmed; however, the catheter was leaking at the inner strain relief. It appears the catheter was likely cut during manufacturing; however, the root cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.